Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for there was no image. A visual inspection was performed and showed the scope to have distal tip damage, a dented outertube and broken lenses. This damage is caused by contact with another source. No manufacturing related defects were observed.

Event description:
It was reported that, during an unspecified orthopaedic arthroscopy, the image could not be seen through the arthroscope. A back-up device was available to complete the procedure in the scheduled time. The patient was not harmed.